Manufacturer narrative:
During repair inspection, it was noted that printed circuit board was burned at power connector with harness connector melted to the board. The repair center replaced the parts, ran instrument performance tests with 120v and 1 hour burn with no errors.

Event description:
Statspin centrifuge led to burning smell and "strong evidence of burning remains" as per customer. No visible flames seen. Fire department was not called; however, the presence of charred material cannot be ruled out and is highly likely to have occurred according to customer.